Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing open electrodes and loss of sound. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt, as well as tool damage to both top and bottom covers, and a damaged flanged. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broke electrode wires near the electrode ground ring. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis confirmed that wires exhibited tensile break damage near the electrode ground ring. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the electrode ground ring. It is believed that these breaks caused the open impedances measured at the clinic. However, analysis was limited in some respects due to the electrode being severed prior to receipt and returned incomplete. Advanced bionics will continue to monitor failure modes of this type. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not followed up regarding revision surgery. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.